Manufacturer narrative:
Upon receipt at our quality assurance laboratory, visual inspection of the portion of lead verified trilumen insulation damage approximately 35 cm from the terminal pin. The insulation was abraded through to the high voltage conductor coils and the rate/sense negative coil was noted to have melting damage. The damage appears consistent with localized compressive stress. Due to the type and location of damage, the suspicion that this lead was damaged due to clavicular/first-rib entrapment was confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed low out of range (oor) pacing impedance measurements, and inappropriate shocks were delivered. A x-ray was performed, which revealed this rv lead was fractured close to the header of the associated pg. Subclavian crush was suspected to have contributed to lead fracture. The decision was made to perform a lead revision in the near future. For the time being the device was programmed to monitor only (mo) and the patient is being monitored in the hospital. There were no adverse patient effects reported. Subsequently, a lead revision took place. This rv lead was partially abandoned, and a new rv lead was implanted. There were no adverse patient effects reported.

Manufacturer narrative:
A portion of this rv lead will be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.